Event description:
Boston scientific received information that this left ventricular (lv) lead is dislodged. The repositioning procedure is scheduled for a later date.

Manufacturer narrative:
To date, this lead remains implanted. This investigation will be updated should further information be provided.